Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. The evaluation found the color bars does not appear when the power is turned on. In addition to the findings reported in description of event or problem, the following non-reportable malfunction were identified: due to wear the connection is hard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during an unspecified procedure there was no image on the video system center. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h8. Based on the results of the investigation, it was confirmed that the ¿phenomenon (1): the color bar did not appear when the power was turned on¿ did not reproduce. The service manual confirmed that the possible causes in the absence of endoscopic images were as follows: faulty printed circuit board (ex board; ap board; dp board); failure or poor connection of ap-dp flat cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.